Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while still in the box, the device failed a telemetry test twice. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): during preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
Evaluation summary continued: further analysis of the battery cell found no internal short. However, the condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges.